Event description:
The distributor in (B)(4) reported that during receiving and inspection of incoming products, a "crease" was found in the sealing area of this sterile package containing the 10k100 arthroscopy in/out flow tube set. Testing results confirmed the returned package did fail leak testing. There was no patient involvement with this reported concern, as it was discovered during an incoming inspection.

Manufacturer narrative:
A previous supplier corrective action request (B)(4) addresses this issue. The scar indicates preventative actions to prevent recurrence as: a system to prevent the recurrence is already installed in the sealing machine. In addition, a form to record when a bad pouch is detected will be implemented to match the pouches detected, and the pouches scrapped. This will create a record to assure any pouch with a bad seal is sent through the re-sealing process already in place. This lot of product was manufactured prior to the implementation of the above mentioned corrective actions.

Manufacturer narrative:
Evaluation findings: conmed-linvatec received an unopened package containing a 10k100 tubing set for evaluation and confirmed the reported problem. Visual examination of the returned packages found the tubing set had a minor crease in the seal, which extended through the entire seal width. The tubing set was forwarded to (B)(6) lab for dye leak testing, which it failed. Of the lot containing 930 units, there were no other similar reports received for this item and lot number combination. An investigation is in progress to determine the root cause of this reported problem and a follow-up will be filed once the investigation has been completed.